Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a circuit (cr) board failure, damage on the electropneumatic proportional valve unit, and damage on the manifold unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's supply pressure sensor did not work properly and the device exhibited gas leakage from the secondary piping. There was no patient involvement.